Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5, lab: 2.51. Lab draw done 3 hours later.

Manufacturer narrative:
Investigation pending.